Event description:
Healthcare professional reports one incident of blood leak, which tested positive for blood. Blood was not returned to pt. Treatment resumed with new disposables. No pt injury or medical intervention reported.